Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in the nozzle was confirmed. However, the foreign material could not be identified. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in evaluation found watertightness was not maintained due to peeling of the curved rubber adhesive part, the curved rubber adhesive part was missing, the air/water nozzles were clogged and draining function was reduced, the air/water nozzle were deformed, the bending angle was insufficient and the play of the angle knob was out of normal state due to elongation of the angle wire, the air/water supply cap was loose, the illumination lens was discolored, the flexible tube of the insertion section was crushed, the insertion tube was discolored, the objective lens was discolored, the objective part was discolored, the suction cylinder was scraped, the tip cover was discolored, the universal cord was collapsed, water coverage was found on the electrical connector, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the water supply of the evis lucera gastrointestinal videoscope was poor during a diagnostic procedure. The name of the procedure was unknown. There was no delay and the procedure was completed with the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a foreign object was inside the nozzle. The report is being submitted due to foreign object inside the nozzle found during evaluation.